Event description:
Nurse educator stated that one of the caregivers on the evening shift was lifting a pt with a maxi 500 when the sling clip on the right leg side came loose. The caregiver then quickly placed the pt in a safe position and reported it to the charge nurse.

Manufacturer narrative:
Additional info will be provided upon conclusion of the manufacturer's investigation.